Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine (dose unknown) via an implantable pump for non-malignant pain. It was reported that the company representative (rep) wanted the pump shut off by managing healthcare provider (hcp). The pump had stalled yesterday (B)(6) 2022 and it was confirmed there was no emi, MRI or magnets. They were given the code and the rep stated the pump would be replaced within the week or two.  No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.